Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage occurred with a safe-clip. The following information was provided by the initial reporter, "I have received a complaint from one of our customers with regards to your bd safe clip product. He has now had 3 of these safe clips dispensed and all 3 off them have ended up faulty. It seems that the holes that align for the needle to be inserted are becoming misaligned with time. This then means that it is becoming increasingly difficult for the patient to insert the needle properly. Unfortunately, I do not have any batch numbers for the product, however, since he has had 3 in the last year or so (one of which was dispensed in (B)(6) 2019) it appears that it is not down to a certain batch. The patient has been using this product for 10+ years, therefore, I don't believe it is down patient error. If you let me know of any advice I can give this patient, that would be great." Additional info received (B)(6) 2019: "apologies, the patient has now informed me that the needle he has been using is 27 gauge which is out with the products recommendation."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that damage occurred with a safe-clip. The following information was provided by the initial reporter, "I have received a complaint from one of our customers with regards to your bd safe clip product. He has now had 3 of these safe clips dispensed and all 3 off them have ended up faulty. It seems that the holes that align for the needle to be inserted are becoming misaligned with time. This then means that it is becoming increasingly difficult for the patient to insert the needle properly. Unfortunately, I do not have any batch numbers for the product, however, since he has had 3 in the last year or so (one of which was dispensed in (B)(6) 2019) it appears that it is not down to a certain batch. The patient has been using this product for 10+ years, therefore, I don't believe it is down patient error. If you let me know of any advice I can give this patient, that would be great." Additional info received 10/june/2019: "apologies, the patient has now informed me that the needle he has been using is 27 gauge which is outwith the products recommendation."